Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Customer reported an over infusion of fentanyl. At approximately 6:30 am, a new 60 ml bd syringe of fentanyl 50 mcg/ml was inserted into the pca module and programmed to infuse at 4 ml/hr. At 12:30 pm, the pca module alarmed for end of infusion. No pt harm reported. The pt was intubated at the time of the over infusion and no medical intervention was required. Although requested, no additional pt or event information provided.